Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 device was used to burn the distal end of the vein in the upper thigh of the left leg, rather than performing a stab and grab routine. The case was completed with the hemopro 2 device without an issue. Subsequently, the patient had to be returned to the operating room to drain a hematoma in the left leg and to ligate the saphenous vein graft. The patient was given three units of blood. The patient was discharged from the hospital. The hospital will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. The hemopro 2 device is not indicated to substitute vessel ligation. As the device was used outside of its intended use during this event, a maquet representative advised the customer of the proper indication and technique per the instructions for use. A lot history record review could not be performed as the product lot number is unknown. (B)(4).